Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, drawing, manufacturing instructions, quality control, specifications, and trends of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the cope stainless steel mandril wire guide unraveled while being withdrawn through a jeffrey wire guide exchange set. This event occurred during a biliary drainage procedure. The handling conditions and circumstances surrounding the event were not provided. No pieces of the device were retained within the patient's body. There are no reported adverse patient consequences associated with this occurrence. The actual device involved in this event was discarded at the user facility.